Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a failure of the image sensor unit, a problem with the internal board of the video connector, or a problem with the system. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon: "chapter 3 preparation and inspection. The equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection: the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." "Chapter 5 troubleshooting: the countermeasures against troubles are described in this chapter. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning: ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During functional testing, the reported issue was confirmed; error e315 occurred. The investigation determined the issue was caused by corrosion on the endoscope connector. Functional testing also showed the bending angle in the up direction did not meet with specifications and the up/down directional knob had excess play. Both directional issues were caused by a worn angle wire. Finally, the scope ID was not displayed due to damage to the scope ID cable. Visual examination found the following issues: the objective lens was discolored; the universal cord was discolored; the control unit was discolored; the scope connector was dirty due to water leakage; and the adhesive on the bending section cover was cracked. Examination showed the following components had scratches: the lock engagement knob; scope connector cover; the universal cord protector (on both sides); the universal cord; the hand grip; the right/left directional knob; the lock engagement lever; scope connector cover unit; the switch box; switch button 1; the flexibility adjustment ring; the image guide protector; the control unit; the adhesive on the bending section cover; and the connector cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to the evis lucera elite colonovideoscope was being inspected prior to use and the scope caused the display to show an unsupported scope error (e315). The next scheduled procedure was diagnostic and was completed with a similar device. No adverse effects to patient reported.